Event description:
The subject device was used during a total laparoscopic hysterectomy. When the probe of device touched the bowel, the surgeon found the resection on the bowel like thermal injury. The surgeon stitched the spot of reaction to be on the safe side. The intended procedure was completed with the subject device. There was no error or malfunction of the device reported. There was no patient injury reported without this event.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.